Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation and tamponade during implant of a leadless implantable pulse generator (ipg). At the end of the procedure, the patient was unable to be roused and found to be pulseless. Cardiopulmonary resuscitation was performed for more than thirty minutes, and patient received one shock for ventricular fibrillation. A pericardiocentesis was then performed, and patient's pulse returned. The ipg remains in use and is functioning within normal parameters. No further patient complications have been reported as a result of this event.